Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced a temporary loss of sensory feelings in her legs shortly after the permanent implant procedure. Reportedly, the issue resolved the same day without any further intervention.